Manufacturer narrative:
Visual and functional analysis was performed on the returned unit. The reported deployment difficulty and thumbwheel resistance were confirmed. The reported resistance during removal could not be tested as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar complaints reported from this lot. The investigation determined that the reported difficulties appear to be due to circumstances of the procedure. Based on the reported information and evaluation of the returned unit, it may be possible that the distal shaft was bent or restricted in the heavily calcified and tortuous anatomy (possibly at the aortic bifurcation) preventing the shaft lumens from moving freely, resulting in resistance with the thumbwheel and partial deployment. Additionally, the reported resistance during removal was likely the result of retracting the delivery system with the stent partially deployed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet completed. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the moderately tortuous right superficial femoral artery (sfa). A 7x80mm absolute pro vascular self-expanding stent system (sess) was advanced to the lesion, and deployment initiated. After the stent was partially deployed, the thumbwheel could no longer be turned. The stent delivery system, including the stent were removed from the anatomy with resistance met, and another unspecified stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. .